Event description:
Information was received indicating that a smiths medical medfusion pump exhibited audible alarm, had issues with the power cord retainer, motor drive phase b and top and bottom case. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case cracked by the front bottom left and right corners, cracked left and right plunger case. Bottom case cracked by the l bracket pole clamp and visible contamination by the l bracket pole clamp. A review of the event history log (ehl) identified check syringe plunger sensor found and there was nothing in ehl pertaining top and bottom cases. During the functional testing the reported issues were able to be duplicated. The root cause of the issue was a result of the customer's impact to the device. Beyond device repair. Replaced right and left and plunger case. Replaced top and bottom case. Power up and performed self-test process.